Event description:
Device report from (B)(6) reports the following: the locking compression plate ¿ distal femur removal screwdrivers broke during surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the investigation has shown that the tips of the screwdrivers are strongly twisted and broken off as complained. Therefore, a proper pick up of the screw is no longer possible. The review of the production history revealed that the screwdrivers were manufactured according to the specifications. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances and it is likely that exceeding applied mechanical overload during the loosening of a blocked screw caused these damages. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.